Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a male patient (age not reported) coincident with extraneal viaflex (lot number not reported) therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient presented with cloudy effluent. On the same day, an effluent culture was performed and revealed no growth. It was not reported whether an effluent analysis was performed. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, as evidenced by cloudy effluent. It was not reported whether the patient was hospitalized or received any remedial treatment. Outcome for the event of sterile peritonitis and the action taken with extraneal therapy were not reported. Medical history was not reported. Concomitant medications included unspecified pd fluids (not manufactured by baxter). The nurse did not provide an opinion of causality for the event of sterile peritonitis in relation to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.